Manufacturer narrative:
Continuation of d10:  product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0011966453); product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, upon deploying the valve, the patient was paced at 140 beats per minute (bpm). The patient's pressures decreased. The valve was deployment to 80%, but placement was too deep. Pacing was stopped and the valve was recaptured. The patient's pressures remained low. The valve was pulled back into the ascending aorta and then withdrawn from the patient without any additional deployments. The decision was made to surgically open the patient's chest. The valve, dcs, and compression loading system (cls) were replaced. Once the chest was open, it was decided to implant the new transcatheter valve directly aortic. The second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Outcome attributed to adverse event b5 - event description continuation of d10:  product ID evolutfx-34 (serial: (B)(6). Product type: 0195-heart valves; implant date (B)(6) 2024; reportable event type h6 - patient code additional codes - imf health impact code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarifying, "once we went on pump" to be when coronary bypass pump was started. Per the physician, the cause of death was internal bleed of the abdomen. The physician excluded the valves and delivery catheter system (dcs) as contributing factors to patient death. Of note, the patient had sever comorbidities including mild aortic insufficiency, previous coronary artery bypass graft (CABG), chronic obstructive pulmonary disease (copd) and anemia which may have contributed to the patient death.

Event description:
Additional information was received that, per the physician, carotid access and mild aortic insufficiency contributed to the positioning difficulties. It was noted that ¿once we went on pump¿, the patient¿s pressure was stabilized. One day post-implant, the patient passed away surrounded by family in the intensive care unit. The cause of death was not received. No further information was provided.

Manufacturer narrative:
Updated data: b2. B5. H1. Additional codes: annex fs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.